Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial (B)(6) result was 176 mmol/l. The repeat result was 142 mmol/l. Patient 2 initial (B)(6) result was 165 mmol/l. The repeat result was 141 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The (B)(6) electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found a crack in the tubing connected to the vacuum. The fse also noticed liquid from the naohd remaining in the cuvettes. Based on the information provided, the event was due to residue in the cuvette as identified by the fse. The issue was resolved by the service visit.